Manufacturer narrative:
Unit alarmed motor error during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error and displacement test or verify a21, a17, e70 alarms due to motor error alarm. Pump history download using thds was successful. However, alarmed motor error on (B)(6) 2023 16:28:24, (B)(6) 2023 17:34:01. Cut and open pump to visual inspection no moisture damage found on the electronics, and vibrator assembly. The test p-cap/reservoir does lock into place properly. The following were noted during visual inspection: cracked battery tube threads, partially broken reservoir tube lip, stained keypad overlay, missing end cap sticker, stained address/serial number label. Unable to confirm a21, a17, e70 alarm due to motor error alarm. Motor error alarm during rewind and in history file due to corrode the motor home switch confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a17 (external ram crc error), a21 (unexpected restart; a cold reset was performed) and e70 ( motor position encoder error) alarms. The customer also stated that they received motor error alarm. Troubleshooting was performed and found that the customer was able to clear the alarms but unable to complete the rewind process. No harm requiring medical intervention was reported. However, the customer will discontinue using the insulin pump and will be returned for analysis.